Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2007-00436 and 9616099-2007-00437. This ous cypher select sirolimus-eluting coronary stents is distributed outside of the united states. However, it is similar to the united states cypher siorlimus-eluting coronary stents. Additional information will be submitted upon 30 days of receipt.

Event description:
Approximately a year after the index procedure, the patient had stable angina ccs3. The mid left anterior descending had 70% stenosis and the first diagonal had 80% stenosis, there was no thrombus visible. The restenosis was treated with plain old balloon angioplasty (poba). There was additional stenting done (3.5 x 18mm, 16atms) for distal plaque coverage. It was also noted that there was angiographic complications and there was a proximal, type a dissection in the mid lad that was covered with the 3.5 x 33 mm stent. In 2006, the patient had two cypher select stents implanted. The mid left anterior descending (lad) was an 80%, 28mm lesion that was moderately to heavily calcified, eccentric, diffused and had an angle span of 45-90. The vessels diameter was 3.5mm. The lesion was pre-dilated with a balloon at 12atms and then a 3.5 x 33mm cypher was implanted at 16atms. The kissing balloon technique was used. Final timi flow grade was 3. The first diagonal was a 50%, 5mm lesion that was moderately to heavily calcified, ostial and had an angle span of 45-90. The vessels diameter was 2.5mm. A 2.5 x 13mm cypher was implanted at 14atms. The kissing balloon technique was used. Final timi flow grade was 3. The patient's medications at baseline included: asa, clopidogrel, ace inhibitors and beta-blockers.